Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging a respiratory tract infection and asthma (new or worsening). No medical intervention was specified by the patient. The reported event of respiratory tract infection and asthma (new or worsening) was reviewed by the manufacture¿s clinical expert. This event is assessed as not serious injury and following correction were made to reflect product problem only. Section(s) b1, b2 has been corrected to reflect adverse event. Section h1 has been corrected to reflect serious injury. Section(s) h6-clinical code and impact code corrected in this report.

Manufacturer narrative:
The device serial number provided in the complaint detail information was reported as (B)(6) 2023. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract infection and asthma (new or worsening). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.